Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) visited the customer to address the reported event. During the visit, fse confirmed the error in the error log. Fse ran the cup transfer macros successfully without any issues. Fse was unable to duplicate the issue. Fse then cleaned the sorter cup pickup head and cleaned and lubricated the main incubator. Fse then cleaned the hybrid arm cup pickup and y-axis cup pickup heads. Fse checked the cup pick up alignments in the sorter. Fse also ran the macro sorter cup pickup corner cups on all shelves and ran the cup transfer macro. The customer ran controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 14-nov-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: (2205) sorter dropped cup: cause : the cup hold sensor (pressure switch) failed to detect a cup after the cup release operation was performed on the cup - tip lane or the stc lane. Sorter operation is suspended. Solution: open the sorter's door and remove the dropped cup. Close the sorter's door to resume assay. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the error messages was due to a dirty sorter pickup head.

Event description:
A customer reported error 2205 sorter dropped cup with the aia-2000 instrument. The customer found and removed the stuck cups from the incubator and performed an all set home and a version up. However, the error persisted. The customer believed the error was a sensor error. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), follicle-stimulating hormone (fsh), luteinizing hormone (lhii), and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.